Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error, identified as error 42. There was no adverse impact to the customer's blood glucose level. The caller was guided through a complete pump reset by technical support, after which the cgm error did not reappear. The caller successfully began a new sensor session.